Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on bending section cover had a crack and white-clouded area. Bending tube was deformed. Adhesives around objective lens and light guide lens had white-clouded area. Connecting tube had a cut and a wrinkle. Suction cylinder was shaved. Bending tube was deformed. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope exhibited flexibility adjustment issue. The scope bends even after setting the hardness variable to three. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowing in and clogging inside the air/water channel. Concerning the cause of foreign material flowed inside the channel, the cause could not be further presumed since detailed information on the handling of the device was not able to be obtained. Olympus will continue to monitor field performance for this device.